Manufacturer narrative:
(B)(4)

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and there was not physical damage to the device. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.